Manufacturer narrative:
(B)(6). Section d4: device identification details were not received. The subject 950a81j f&p 950 adult/pediatric ventilator circuit kit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation. Method: the subject autofeed chamber as part of the 950a81j f&p 950 adult/pediatric ventilator circuit kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: review of the provided photograph identified that the subject chamber base had eroded, with a visible hole and residue on the outside of the chamber base. Conclusion: based on the photograph provided, the cause of the reported leak is due to the presence of a small hole in the chamber base. Without the return of the subject device, we are unable to confirm the cause of the observed defect. Every autofeed chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 950a81j f&p 950 adult/pediatric ventilator circuit kit state the following: - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects." - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare field representative that the base of the humidification chamber provided as part of an 950a81j f&p 950 adult/pediatric ventilator circuit kit was found damaged. It was further reported that the medication veletri was nebulized. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: device indentification details were not received. The subject 950a81j adult/pediatric ventilator circuit kit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in michigan reported via a fisher & paykel (f&p) healthcare field representative that the base of the humidification chamber provided as part of an 950a81j adult/pediatric ventilator circuit kit was found damaged. There were no patient consequences reported.